Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch noted. The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. No unexpected motor error alarms noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.